Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose was 500 mg/dl. Customer stated that the occlusion alarm did not occur, no insulin leaked and there was no air bubble. Customer also stated that there was no problem with self test and insulin could be delivered by priming. The insulin pump will not be returned for analysis.